Manufacturer narrative:
Upon further review, bd has determined that this initial MDR was reported in error. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had arctic sun device that was getting error 3( water reservoir low). They replaced the circulation pump and mixing pump in 2022 and the device will be coming in for assessment. The calibration test unit (ctu) used was just calibrated in april 2023. Per sample evaluation results on 16oct2023, it was reported that when starting machine, received red alarm screen stating system failed to start. Used user interface to complete decontamination. Alert 1 air leak detected. T3 was found leaking air around gasket.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had arctic sun device that was getting error 3( water reservoir low). They replaced the circulation pump and mixing pump in 2022 and the device will be coming in for assessment. The calibration test unit (ctu) used was just calibrated in april 2023. Per sample evaluation results on 16oct2023, it was reported that when starting machine, received red alarm screen stating system failed to start. Used user interface to complete decontamination. Alert 1 air leak detected. T3 was found leaking air around gasket.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. Correction: d UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had arctic sun device that was getting error 3 (water reservoir low). They replaced the circulation pump and mixing pump in 2022 and the device will be coming in for assessment. The calibration test unit (ctu) used was just calibrated in (B)(6) 2023. Per sample evaluation results on 16oct2023, it was reported that when starting machine, received red alarm screen stating system failed to start. Used user interface to complete decontamination. Alert 1 air leak detected. T3 was found leaking air around gasket.